Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. No section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage instrument bipolar yaw pulley are typically attributed to use conditions. The probable cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. Common causes of frayed - distal instrument pitch cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Common causes of damaged insulation instrument conductor wire ¿ bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Correction to section d: primary product batch/lot number was updated to k11250123 0137.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.